Event description:
It was reported that a lead was bent at the 0 electrode and out of alignment. The lead was never used in contact with the patient. Another lead was used with no reported problems.

Manufacturer narrative:
.